Event description:
It was reported that the ventilator was sent to the biomed dept for a high pressure condition. The biomed dept reviewed the ventilator event trace and found multiple ln vent1 alarm conditions. The ln vent1 alarm conditions were not reported to the biomed dept. No reported harm to the pt.